Manufacturer narrative:
Correction to a2: age. Correction to a3a: sex. Correction to b3: date of event. Correction to h4: manufacturing date.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the catheter dislodged requiring a new catheter insertion. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the catheter dislodged requiring a new catheter insertion.